Event description:
It was reported that this implantable cardioverter defibrillator recorded an alert due to high out of range impedance measurements from the right ventricular (rv) channel. This measurements were increasing in a consistent manner. No noise was detected. Patient will be brought for evaluation and, in the meantime, troubleshooting was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator recorded an alert due to high out of range impedance measurements from the right ventricular (rv) channel. This measurements were increasing in a consistent manner. No noise was detected. Patient will be brought for evaluation and, in the meantime, troubleshooting was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of summary for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator recorded an alert due to high out of range impedance measurements from the right ventricular (rv) channel. This measurements were increasing in a consistent manner. No noise was detected. Patient will be brought for evaluation and, in the meantime, troubleshooting was discussed. Additional information was received from the field mentioning that the rv lead has shown high capture thresholds and battery longevity has decreased by several years. On the other hand, the pacing impedances have been observed within limits at recent battery measurements. This implantable cardioverter defibrillator remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of summary for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.